Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported about a complaint from the loan set department. During inspection orthokit specialist detected 1 defective device. Reamer ø 11.0mm, f/pfna blade the cutting part of device is broken. Broken part was not returned. No patient involvement. This complaint involves one part. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Reporter phone number was provided: (B)(6). A device history record (DHR) review was performed part number: 356.821, synthes lot number: sx406897, manufacturing location: selzach, supplier: sphinx werkzeuge ag, release to warehouse date: 19.oct.2007: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was performed. We have received a drill bit for investigation. The visual inspection has shown that approximately 5 mm from the fluted tip section is broken off. The broken tip was not returned for evaluation. Additionally there are strongly wear marks on the cutting edges visible. The review of the production history revealed that this instrument was manufactured in october 2007 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The measurements of the hardness after the hardening procedure were between 684-716 hv 10 also within the specification of 690 ±40 hrc. The used material was stainless steel 1.4112 as required. Based on these findings we exclude any manufacturing related issue. As this is a very old instrument, we suppose that the damages were caused due to wear and tear over the years. Measurement outer diameter ø9.8: drawing d0022539 revision 03. Gage: 3-03-17585, tolerance ø9.8 0/-0.05, result: ø9.79 "pass". Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Not exempt. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.